Event description:
On (B)(6) 2012, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient or the reporter for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient's reporter reported the alleged issue began a few weeks ago prior to contacting lfs. The reporter reported a blood glucose reading "350 mg/dl" with the subject meter. As part of the patient's diabetes regimen, the reporter claimed the patient is on an insulin pump. Due to the alleged issue, the reporter indicated the patient increased his dose of levemir insulin to 43 units. A week after the alleged issue began, the reporter stated the patient became sweaty and weak; however, it is not known whether the patient associated the symptoms as high or low blood symptoms. In spite of the symptoms, the reporter stated the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, and the quality control solution test did not fall within the specified range on the vial of test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter, test strips, and control solution have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.